Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown nexgen rotating hinge knee tibial component catalog #: ni lot #: ni, unknown nexgen rotating hinge knee articular surface catalog #: ni lot #: ni. It is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the devices remain implanted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04327. Device remains implanted.

Event description:
It is reported that the patient is scheduled to undergo a right knee arthroplasty revision to address unknown complications following knee arthroplasty. The surgeon does not plan to revise the tibial component if possible. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It is reported that the patient experienced a periprosthetic femoral fracture due to a fall that was treated with competitor trauma fixation devices following right knee arthroplasty. Sometime later, the patient fell and experienced re-fracture of the femur. The patient underwent a knee arthroplasty revision to replace the femoral component. No additional patient consequences were reported.

Manufacturer narrative:
The product was evaluated through radiographic inspection, and the patient's fracture was confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.